Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre wireguided balloon was used in the esophagus during a dilation procedure performed on (B)(6) 2022. During the procedure, the balloon ruptured when inflated at 7atm. The procedure was completed with another balloon of the same model. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a cre wireguided balloon was used in the esophagus during a dilation procedure performed on february 04, 2022. During the procedure, the balloon ruptured when inflated at 7atm. The procedure was completed with another balloon of the same model. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Block h6: device code a0402 captures the reportable event of balloon burst. Block h10: the returned cre wireguided balloon was analyzed, and visual evaluation noted that the catheter was kinked and the balloon was torn longitudinally. Microscopic evaluation of the balloon confirmed the longitudinal tear. No other problems with the device were noted. The reported event of balloon burst was confirmed. The longitudinal tear found during evaluation is likely to have occurred due to factors encountered during the procedure: excess pressure, interaction with other devices, and/or patient anatomy. It is possible that interaction with any surface during the procedure could create friction on the balloon, causing a tear. Additionally, it was observed that the catheter was kinked. The kink found during evaluation is likely to have occurred due to manipulation when advancing the device in the scope, excessive force during handling or usage, or forcing the device against significant resistance. This could result in device damage and/or loss of functionality. Therefore the most probable root cause is "adverse event related to procedure". A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.